Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had dislodged. No patient symptoms or additional information was reported. No further information was available at this time.

Manufacturer narrative:
(B)(4).